Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise. The patient had no adverse consequences.

Event description:
New information received noted that programming changes were made. The patient was in stable condition.